Event description:
It was reported, the patient presented in clinic due to shocks from the device. Upon interrogation, it was noted the device delivered inappropriate shocks due to atrial fibrillation and it was suspected this was due to the programmed settings of the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.